Manufacturer narrative:
Investigation in process.

Event description:
On (B)(6), 2011, the pt had c4-c5 acdf with a tm-100, then corpectomy of c6, c7, t1, t2 with vbr ii. Antcer ii plating over both grafts, 92 mm plate from c4-t3. At the three week follow-up, the pt reported losing upper extremity strength. CT showed dislodged hardware. On (B)(6), 2011 a revision performed. On (B)(6), 2011, it was reported the pt's current condition was poor; still intubated and in the ICU. The pt has an infection which is not superficial but deep within the surgical site and currently there is much discharge coming from the wound. It is noted the pt was in very poor health prior to the surgery (diabetes related), very poor hygiene (which included fungus under finger nails) and was not compliant with post-op instructions. The pt is known to have undergone previous psychological evaluations as well.